Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/16/2015 with the following findings: the rubber keypad is undamaged. All of the buttons respond properly to presses. The keypad was removed and there was no contamination or damage found to the key¿s contacts. The pump¿s cover was removed, no intermittent condition was found to the keypad flex/connector. Investigators were unable to duplicate ¿tactile changes/unresponsive¿ complaint. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.